Event description:
Contact lens overwear causing permanent corneal distortion and decreased visual acuity. Was originally caused because pt was able to buy lenses from alternative sources without doctor's prescription.